Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage in the keypad assembly noted. No button error alarm noted. Inspected the lcd connector and no unlocked connector noted. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
The customer reported that there is button error alarm on the pump. Advised customer that the insulin pump would be replaced. Customer's blood glucose was unknown. No additional information provided.